Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level rose over 370 mg/dl, while wearing the pod between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. As treatment, the patient administered insulin via an insulin pen and applied a new pod.